Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported that he has had two separate occasions where his infusion site has fallen out while he was sleeping. He indicated that the first time this occurred he woke up feeling nauseated and experiencing diarrhea. He tested his blood glucose and it was 560 mg/dl. The second time this occurred he tested his blood glucose and it was in the 400's mg/dl. He reported that both times he changed his infusion site and bolused to reduce his blood glucose levels. The patient did not require assistance from a health care professional or second party to address the issue. The patient requested samples of other infusion sets to try. New product was sent to the patient. No product will be returned.